Manufacturer narrative:
Co found the 0402 implant to actually be a 0403 implant. No observabe defects could be found with the component itself. Measurments taken met design requirements. A review of the lot history of the subject product could not be completed because the lot number was unavailable from the dr's office.

Event description:
Dr. Reported that an implant failed due to bone loss.